Manufacturer narrative:
Follow-up #1: date of submission 9/24/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Unable to duplicate complaint. Black box and cgm history shows no activity outside of normal use, multiple 'glucose below user low limit' warnings are observed on (B)(6) 2015. Returned battery/cartridge caps were used during investigation. ¿ez-prime¿ steps were performed correctly; test transmitter was paired with the pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg values entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms occurred; glucose below user low limit warning was simulated with a 30min snooze time setting. The pump gave the appropriate audible and visible alert. The pump alarmed with another warning 30min post confirmation, the product performs within specification.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) : low alert is not alarming, confirmed in cgm history alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.